Manufacturer narrative:
The event log downloaded and reviewed, pump did not show any critical error. Pump was primed and run at 70 ml/hr, dose 70 ml using water to simulate conditions of incident with user and volumetric accuracy test was performed, pump delivered amount within specification (specification is +/- 5%). All alarms have been checked and work properly. Complaint could not be confirmed.

Event description:
Customer stated that patient was feeding overnight and it was discovered that only 1/3 of feeding was fed in the next morning. Pump did not alarm anything including dose done. Pump just stopped feeding. Rate and dosage provided are 70 ml/hr and 1200 ml.